Manufacturer narrative:
(B)(4). No conclusion code available. External insulation abrasion was noted at 48.5-48.cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.